Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosed with "bia-alcl."

Event description:
Patient representative reported patient "was diagnosed with bia-alcl"and "learned of increased risk of lymphoma." Pathological biomarkers confirming bia-alcl have not been provided. Device was explanted. This record is for an unknown side.